Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein using an indigo pump max canister (canister). During the procedure, the physician was using the penumbra system pump max 110v (pump max) to aspirate and noticed that the canister began filling with foam. The penumbra sales representative (representative) disconnected and reconnected the aspiration tubing several times in order to depressurize the canister and allow the foam to recede. Due to this, the representative decided to replace the canister as this process was beginning to interrupt the procedure. The procedure was completed using another canister. There was no report of an adverse effect to the patient.